Event description:
During a premature ventricular contractions (pvc) ablation procedure, a steam pop occurred which resulted in a pericardial tamponade and required cardiac surgery to repair. While ablation was being performed in the right ventricular outflow tract (rvot), during the first application in the posterior aspect, a steam pop occurred. After the second application in this area, the pvc disappeared but a new morphology pvc appeared. A new map was created and the pvc was located in the anteroseptal region of the rvot. A drop in blood pressure was observed and a transthoracic echocardiogram was done which revealed a pericardial tamponade. A pericardiocentesis was performed but was unsuccessful due to the coagulation of the blood in the pericardial space. The patient underwent cardiac surgery to release the pericardial space. The perforation was located in the rvot in the anteroseptal region. The patient is currently in the ICU. There are no hemodynamic issues at present, but there may be potential brain damage due to prolonged lack of oxygen. The physician did not attribute the event to a fault or issue with our catheter.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Additional field information indicated that ablations were performed with an rf power up to 35w. Tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and that "too high rf power during ablation may lead to perforation caused by steam pop." However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.